Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt is not getting any stimulation from the ins. Pt stated that this issue was first noticed last night. Pt reported that they are still not getting stimulation today, but confirmed that their back is not currently hurting. Pt reported that they are having difficulty walking because their legs are "heavy". Pt reported that the stimulation is on 15, but the ins is "not doing any thing" (patient services (pss) understood this to mean that the pt was not feeling stimulation like they normally do). Pt stated that they only feel a little tingle on the top of their leg, but stated that they don't usually feel it there. Pt indicated they normally feel stimulation in their back, but pss did not confirm w/ the pt on the phone. Pt confirmed group b was active, and the ins was on. Pt stated that they usually use group b because group b offers the "best stimulation". Pt tried to increase stimulation, and reported seeing the settings not available screen, which pss reviewed. Pt tried group a and reported they did not feel stimulation on 10.0ma. Pt tried to increase and saw settings not available. Pt tried group c and reported they did not feel stimulation at 13.1ma. Pt tried to increase and saw settings not available. The issue was not resolved. The caller was redirected to meet w/ the rep/hcp in person to do possibly reprogramming. Pss is reaching out to the field and reviewed expectations w/ getting a response. Pt mentioned during the call that she has the scs for arthritis in her back.